Event description:
As part of post-market clinical follow-up (pmcf) registry for vxt and flixene grafts the following adverse event information was provided regarding a vxt graft. It was reported that patient presented with severe intermittent claudication in the left lower limb for 2 days. Upon CT scan it was identified that advanta graft was occluded. Hence reintervention was performed and new graft was implanted.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.